Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had the pd catheter (not a fresenius product) removed due to an infection. There were no reported allegations of any issues with the fresenius performance of the cycler or cycler set in relation to the patient event. In an additional follow-up call, a pd nurse familiar with the patient provided limited information about the patient event. It was stated that the patient was hospitalized for approximately one week in mid-(B)(6) 2023. Per the nurse, the patient had a pd culture obtained during hospitalization and it was reported that the culture grew the bacteria methicillin resistant staphylococcus aureus (mrsa). The patient was treated with antibiotic therapy (details unknown). Additionally, the nurse confirmed the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis while hospitalized. Subsequently, on an unknown date, the patient was discharged continuing outpatient hemodialysis for renal replacement needs. No additional details about the hospitalization were provided as the nurse stated the discharge summary was not available. The nurse stated the exact cause of the patient¿s mrsa peritonitis was unknown. However, the nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the patient is recovering from the peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The exact cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism methicillin-resistant staphylococcus aureus (mrsa) which is an organism that is found on human skin. Therefore, while the cause cannot be established, it is possible the patient¿s peritonitis may have been associated with cross contamination of skin bacteria during the pd exchange.